Event description:
(B)(4). Initial report received on (B)(6) 2008 from a dermatologist. This cohort is a (B)(4) observational study in (B)(6) pts receiving (B)(6) and treated with poly-l-lactic acid for facial lipoatrophy. Its main aim is to describe the safety of poly-l-lactic acid in the treatment of the facial lipoatrophy in (B)(6) pts. A (B)(6) male pt with (B)(6) was enrolled in this cohort and received injections of poly-l-lactic acid (new-fill 12 ml), respectively on (B)(6) 2007 in cheeks and temples and (B)(6) 2008 in nasal line, batch numbers a6015. In (B)(6) 2008, 3 months after the first injection of poly-l-lactic acid (new-fill 12 ml), the pt presented with deep and indurated nodules on cheeks which were more palpable than visible. Spontaneous improvement was noted especially on right cheek within 3 months. The pt wanted to have again planed injections in (B)(6) 2008. They have been stopped until the date of the report. At the time of this report, the pt had not completely recovered. (B)(4).

Manufacturer narrative:
Follow-up info received on 16-mar-2009. The pt had been received 4 injections of newfill, as follows: on (B)(6) 2007, 8 ml on poly-l-lactic acid associated with 4 ml of lidocaine and physiologic serum in cheeks and temples. On (B)(6) 2007, 8 ml of poly-l-lactic acid associated with 4 ml of lidocaine and physiologic serum in cheeks and temples. On (B)(6) 2008, 8 ml of poly-l-lactic acid associated with 4 ml of lidocaine and physiologic serum in cheeks. On (B)(6) 2008, 8 ml of poly-l-lactic acid associated with 4 ml of lidocaine and physiologic serum in cheeks. The pt was concomitantly treated since (B)(6) 2008 with (B)(6). The other previously reported treatment had not been confirmed. In (B)(6) 2007, a few months after injection of (B)(6) 2007, the pt experienced deep and indurated nodules on nasogenal grooves and cheeks. The concomitant treatments had been pursued. Important size decrease of the nodules had been observed in (B)(6) 2008 and on (B)(6) 2008, the pt had made a complete recovery. At noted two other courses were performed respectively on (B)(6) 2008. It was reported that the pt asked for the continuation of the injection because of satisfactory results. No further info was provided.